Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a cartridge issue due to attempting to remove air from the pigtail instead of the septum during load. Customer¿s blood glucose was 235 mg/dl. Reportedly, a cartridge change was performed to resolve the issue and insulin delivery.